Manufacturer narrative:
Correction information provided in d.4. Additional information provided in b.2., b.5., d.10., h.6. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated there was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the lens did not come out of the injector when implanting due to an actuation failure of the injector. The iol did not enter the patient's eye. The surgery was completed after replacing the product with another unspecified lens. There's no patient harm. Additional information has been requested.